Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Technical services (ts) consultant recommended replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to update the entry in e1: initial first name.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a battery depletion code. Technical services (ts) consultant recommended replacement. Subsequently, this device was explanted. No additional adverse patient effects were reported.